Manufacturer narrative:
Correction, section d6a, added the missing implant date which is (B)(4) 2011 as it was missing in the initial report (2017865-2026-04298). Further information was requested but not received.

Event description:
It was reported that over-sensing cross talk was noted on the pacemaker, right atrial lead and right ventricular lead. No intervention was performed. There were no patient consequences.